Event description:
During a review of programming history for the vns pt's device, a "faulted" system diagnostic test occurred on (B) (6) 2007. Prior to the interrupted diagnostic test, the pt's device settings were 1ma, 20hz, 130usec, 14sec on, 3min off. A final interrogation was not performed as a final step to ensure that the pt's device was set to the intended settings prior to leaving the physician's office. The next time the pt's device was interrogated, was on (B) (6) 2007, where the device was found to be set 0ma, 20hz, 500usec, 30sec on, 60min off, which are settings indicative of an interrupted system diagnostic test. The device was reprogrammed on (B) (6) 2007 to the intended settings.

Manufacturer narrative:
Analysis of programming history.